Manufacturer narrative:
Correction: b5, d6b, h1.: for explant and missing explant date and explant information.

Event description:
The physician, elected to explant and replace the pacemaker. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic discomfort. Device interrogation revealed failure to interrogate and extra cardiac stimulation on the pacemaker. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction to b5 should have been updated to explanted and replaced and in stable condition.

Event description:
The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and no magnet response were confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.